Event description:
It was reported that the user experienced recurring low glucose events while using the ilet and performed a factory reset of the pump after contacting support; the agent documented glucose details, guided the ilet setup, resumed insulin delivery, and provided education on meal announcements, with the event attributed to missed meal announcements; oral glucose was used to treat the lows. Symptoms included hypoglycemia with episodes of low and urgent low glucose, as well as fluctuating glucose including hyperglycemia. Outcomes included medication intervention with oral glucose; no hospitalization was reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to failure to follow instructions for meal announcing, and involvement of the user interface as the relevant component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.